Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0u367, implanted: (B)(6) 2015, product type: lead. Fdc code applied to the pli20.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicted that the patient experienced a loss or change in therapy. The patient reported that they did not think the therapy was working and they were not sure why it wasn't working. The patient stated that they had a neuropathy testing the week before report but noted that the therapy stopped working prior to the neuropathy testing. The patient did not feel stimulation and it was confirmed that therapy was off. The patient noted that the therapy was not off before and that the setting was program 2 at 4.4 v. The patient noted that they were not feeling stimulation or getting relief. The patient changed the program and stimulation the week before report as well as over the weekend but they still had no relief. The patient was referred to follow up with a healthcare professional (hcp). Additional information received from the patient on 2017-june-12 reported that they met with their doctor and a manufacturer representative (rep) on 18-may-2017 to have the ins and lead checked. It was determined that the ins battery was fine but the lead wire was not working and it was "fried". The patient stated she was scheduled for replacement on (B)(6) 2017. The patient was not sure if the ins will be replaced or just the lead wire at that time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the lead not working and being fried was not determined. Consumer mentioned a fall with no further details. Patient reported they would be having surgery to removed and/or repair the stimulator. No further information reported.